Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the insertion needle was bent inside of the needle tubing; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor needle being difficult to remove after insertion, and bleeding. The customer's blood glucose level at the time of incident was 149mg/dl. The sensor is being replaced, due to the customer mentioning the possibility of the electrode having moved slightly.